Event description:
It was reported that the pump is not charging regularly. There was no information provided about any impact on the customer¿s blood glucose level. The device was being returned for examination, and a replacement pump was provided.